Event description:
On 01/15/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
An 100 ml infusion was ran. The actual amount infused was 45.37ml. This means the flow rate accuracy is -55%. The reported issue is confirmed. The pump does not meet passing criteria. Upon visual inspection of the pump, the hooks around the silver rod were broken. This means the pump is not siting flush on the cassette. This is the root cause for the flow rate issue. Refer to the image attached to the complaint record. Equipment information is below: scale model: fx500i serial number: (B)(6) calibration date: 03/30/2023 next calibration due date: 03/31/2024 administration set: hs-008 lot# 2305022.